Event description:
Enduser states this is the second time he has purchased and experienced this failure. Enduser stated by the attached photos the design of the product with the screw penetrating the tubing is a poor design.